Event description:
It was reported that approximately six years one and a half months following the implant of a transcatheter aortic bioprosthetic valve (tav), a transthoracic echocardiogram revealed structural valve deterioration with severe hemodynamic valve deterioration, thrombosis, and an increase in mean gradient of at least 20 mmhg from baseline, with the first echo after the initial valve implant procedure, and a mean gradient at least 30 mmhg. It was noted that the patient was on a direct-acting oral anticoagulant medication for six months. Subsequently, the patient was treated with re-intervention approximately three months later. A non-medtronic valve was implanted within the medtronic tav.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.